Event description:
Boston scientific received information that this local representative contacted boston scientific¿s technical services (ts) on (B)(6) 2015. The local representative reported that this device had been programmed to vvi 30 bpm. The patient¿s av node was successfully ablated (rf ablation procedure); however, some asystole was observed. The local representative asked if this device had a noise response feature. Ts commented that noise response was available but the noise response must be retriggered for the entire lower rate limit (lrl). The noise window is restarted if the device senses a slower event. Boston scientific received additional information from the local representative that the patient's medical history was significant for atrial fibrillation (af). During ablation of the av node, oversensing associated with asystole (approximately two seconds) was observed. The local representative commented that the patient did not suffer any complications or injury.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.